Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively explanted. There was no allegation against the device. However, upon analysis shorted lead indicators were found.